Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the lead which resolved the issue.

Event description:
The patient reports she is not receiving effective stimulation coverage. Surgical intervention is pending to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.